Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection of the returned tasp found to be broken and not all pieces were returned. In this case, zrm cannot be linked, as it includes only tasp (42-5270-003-03) produced with rev d and later. Here, the returned tasp does not contain lot number, and we cannot locate the design file without the lot number. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A CAPA was previously initiated for this similar kind of failure mode and tasps were redesigned as the outcome. However, due to the limited information, we cannot confirm whether this tasp was manufactured before or after the re-design. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device was found fractured in cleaning.